Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate after loading the cartridge with 400 units of insulin. Reportedly, the insulin gauge displayed 100 units the following day. The customer's blood glucose level was 157 (mg/dl). During troubleshooting with tandem technical support, the same cartridge was reloaded onto the pump and the customer received an accurate fill estimate. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.